Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device history record (DHR) review was not performed as the lot number is unknown, and ship history review was not able to be performed. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The symptoms experienced by the patient are listed in the IFU warning of potential outcomes. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fever and infection/sepsis after the lithotripsy procedure. The console device was assessed to have no relationship with the reported adverse events. Both of the patient symptoms were resolved. No additional treatment or intervention was required.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fever and infection/sepsis after the lithotripsy procedure. The console device was assessed to have no relationship with the reported adverse events. Both of the patient symptoms were resolved. No additional treatment or intervention was required.